Event description:
(B)(4) study. It was reported that timi flow degradation occurred. On (B)(6) 2011, the patient presented with current stable angina. Cardiac catheterization was recommended. Subsequently, coronary angiography and index procedure was performed. The target lesion was a de-novo lesion located in the mid left anterior descending (lad) with 80% stenosis and was 18 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 20 mm taxus liberté stent. Following post dilatation, residual stenosis was 0%. However post procedure, it was noted that there was a decrease in the timi flow from timi 3 to timi 1 in the first diagonal. One day post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).